Event description:
It was reported the customer had a motor error alarm during normal insulin pump use. Customer's mother stated they did not expose their insulin pump to a high magnetic field. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted during testing. The unit was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.